Manufacturer narrative:
The insulin pump functioned properly during the rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. There was no motor error alarm and the motor passed the motor test. The insulin pump had missing end cap sticker, was missing the original insulin pump belt clip and there was no damage on the insulin pump belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was 20 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer received the motor error alarm during the fill tubing process. Customer received 4 motor error alarms in a 30 day period. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.